Event description:
A customer reported a cartridge alarm 30, which had been occurring repeatedly since the previous month. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was able to successfully load a cartridge and resume insulin therapy on their own, and technical support replaced the pump to resolve the issue.